Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The first closure device was deployed, but did not meet release criteria. This device was fully recaptured and removed from the patient. The physician went to change the was and lost the transseptal positing that they had. So when the physician attempted to re-cross they believe that caused a pericardial effusion in the patient. A pericardial drain was placed and they took around 800ccs of fluid from the patient. A new 27mm device was used and successfully implanted in the laa of the patient. The patient was fine and stable following these events. The patient was discharged from the hospital as planned.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The first closure device was deployed, but did not meet release criteria. This device was fully recaptured and removed from the patient. The physician went to change the was and lost the transseptal positing that they had. So when the physician attempted to re-cross they believe that caused a pericardial effusion in the patient. A pericardial drain was placed and they took around 800ccs of fluid from the patient. A new 27mm device was used and successfully implanted in the laa of the patient. The patient was fine and stable following these events. The patient was discharged from the hospital as planned. It was further reported that the patient required a blood transfusion following the pericardial drain procedure. The patient spent 3 days in the intensive care unit before being discharged home from the hospital.